Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was a tubing leak. Per the clinician, a "puddle" of fluid was found next to the patient's chair upon the completion of her herceptin treatment. It was observed that there was a "tiny hole" found in the IV tubing. Per "erich, pharmd" it is "determined to not be >10% lose of treatment," as a result of the drug lose caused by the hole. There was no report of patient harm.